Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. 1st pt: inratio: 6.5, qc error(retest): 1.3(retest), 2.6(retest), lab: 13.0. 2nd pt: inratio: qc2h, qc2h(retest), error 411(retest), lab: 2.8. 11/3 the user has used the meter since and has had no problem. She will be more vigilant when using the meter in the future.

Manufacturer narrative:
Per tr 0150, following is the calculation of the imprescision criteria: 1) mean of the replicates reported in complaint for the inratio = 3.5. 2) standard deviation for the replicates = 2.7. 3) %cv = sd/mean 100=77.1%. 4) this value is more than 20%, which means the criterion is not met. Therefore further testing is required at this time. Qc error-qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. The % of total errors for these lots is 0.026%; well below the threshold of 0.05% indicating there is no problem with these lots. A certain % of these errors are expected due to the method of control setting. These typically occur only once i.e. The next strip provides a result. These errors also arise if there is a sampling or technique problem. From a qc error message perspective, this complaint may be closed as a sampling/technique problem as the errors apeared to be repeated and occurred on more than one lot. This failure mode will continue to be monitored to determine if corrective action is warranted. However due to the imprecision criteria above, further testing is required. Error 411-error code 4nn is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not display